Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to explant his percutaneous leads and implant a new lead. The patient reports his leads had moved after his back surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is doing well and is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with a scs system which includes two leads from the same lot. It was reported the patient is experiencing intermittent and ineffective stimulation and occurs without changing positions. This began approximately (B)(6) 2016. Surgical intervention may be pending to address this issue.